Event description:
MFR rep reported lead was implanted as a trial. The pt came back reporting pain and the the lead fell out. The portion of lead that the rep was given was pulled apart proximal to the electrodes; bunched-up insulation and scraggly wires hanging out. It appeared to have been pulled apart by hand. No electrodes were produced. A CT scan was set up to see if the remaining portion of the lead was still inside the pt's body. The pt failed to show up for scheduled CT scan (which was to look for any retained section of lead). Pt did not respond to repeated calls from the physician's office. Finally, following delivery of a certified letter (from the physician to the pt), it was discovered that the pt was admitted to a psychiatric hosp. Admission diagnosis is unk. MFR rep stated pt tested positive for methamphetamine when reporting for the trial and tested negative for prescribed pain killer oxycontin.